Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained rv oversensing. The device was post-paced t-wave oversensing on the ventricular channel via review of stored egm. Device was reprogrammed and remains implanted.